Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter: translated to english. The customer stated: "the costumer complained that one of the clinics got a pack of bd365302 and one of the caps of the tube was beige instead of blue.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: bd received a sample and a photo for investigation. The samples and photo was evaluated by visual examination and the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The root cause of this type of defect is that some of moulded caps are moved around the plant in blank large bags called ¿supersacks¿. These blank sacks are emptied automatically by machines which suck out the caps and blow them to the tube assembly line. Unfortunately, in some cases not all the caps are removed from the sack and a few can remain caught up in the corners etc.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter: translated to english. The customer stated: "the costumer complained that one of the clinics got a pack of bd365302 and one of the caps of the tube was beige instead of blue. Aeq and picture attached."